Event description:
Procedure type: neuro surgery, specifically, foramen magnum decompression. Literature review: according to the authors of the article " postoperative cervical cord compression induced by hydrogel dural sealant" there was a case reported of a (B)(6) female who developed worsening quadriparesis due to the mass effect of hydrogel sealant on the cervicomedullary region post surgery.

Manufacturer narrative:
(B)(4).